Manufacturer narrative:
Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the patient experienced shortness of breath, and there were several episodes of far field r-wave (ffrw) oversensing recorded as atrial arrhythmia episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.